Event description:
Reportedly, the distal end of the cannula protruded through the dilating sleeve as it was inserted through the dilating sleeve. As a result, the dilating sleeve tore and a piece disengaged into the chest cavity. The piece was detected through a scope but was unable to be retrieved from the chest cavity and the case was completed without further incident. Procedure: thoracotomy.